Manufacturer narrative:
The device was tested at the facility, the MFR service groups. All tested parameters were within specifications & no abnormal occurrences were noted. Based on our findings, we cannot reliably determine a cause to the event related to the generator.

Event description:
Procedure: unknown. Reportedly, a service request was made for the generator in this report. The surgeon was using foot pedal with monopolar forceps in one output, and hand switch in other output, when surgeon pressed foot switch, power was present at hand switch instead of monopolar forceps and burnt the patient as the hand switch was laying on the patient. Additional information has been requested about the severity of the incident; however, to date no additional information has been made available.